Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: unknown failure.

Event description:
Healthcare professional reported via national breast implant registry (nbir) "correction of asymmetry, change shape/size/style, other". This record is for the left side. Device was explanted and replaced.